Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The first competitor analyzer = abbott. The second competitor analyzer = "cnr". The investigation included a review of the calibration, qc data, and alarm trace: the calibration results were within the specified ranges. The qc results were within the specified ranges. The patient sample was requested for investigation.

Event description:
The initial reporter received a questionable positive elecsys rubella igg assay result from one patient sample tested on the cobas e 801 analytical unit. On (B)(6) 2025, the initial result from the analyzer was 19.40 ui/ml (positive). The patient sample was sent out to two other laboratories: on (B)(6) 2025, the repeat result from the first competitor analyzer was 2.6 ui/ml (negative). On (B)(6) 2025, the repeat result from the second competitor analyzer was 5.64 ui/ml (negative).

Manufacturer narrative:
In the initial medwatch, the fourth line of h11 additional narrative should have been: "the investigation included a review of the calibration, qc data:" instead of: "the investigation included a review of the calibration, qc data, and alarm trace:" the patient sample was not submitted for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.